Event description:
A non health care professional reported that during surgery, they noticed that lens had scratch or broke from package. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. Photo review: a photo was provided of a monitor screen. The view was of an implanted lens. The haptics were not visible. The orientation cannot be determined. A mark/line is visible near the center of the optic. Based on our observation of the attached photo, there appears to be a mark/line visible near the center of the optic. The origin of the observed mark cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).